Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 24 synergy¿ stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.